Event description:
It was reported that the user observed a blood glucose of 210 mg/dl after eating while using the ilet and was not concerned, attributing the elevation to recent food intake; no device-specific malfunction or component issue was identified, and available information was insufficient to define a device problem. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to link the event to a device issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.